Event description:
International distributor contacted dexcom technical support on (B)(6) 2014 to report an out of range signal on (B)(6) 2014. International distributor did not report any injury or medical intervention at the time of contact with dexcom technical support.